Manufacturer narrative:
Review of manufacturing records found no complaint related issues.

Event description:
A pt implanted with a prodisc-c came in for a consultation; x-rays revealed the implant had migrated approximately 4mm anteriorly. It is unknown at this time if the pt will be revised.